Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified low readings on the adc device compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered an unspecified injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.